Event description:
It was reported that the customer's insulin pump locks and powers off. Advised insulin pump would be replaced. No add'l info was provided.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The device powered up properly. No unexpected blank display noted after battery insertion. Unable to test the operating currents, low battery alarm and off no power alarm due to no button response. Unit had minor scratched display window. Cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).